Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on 12apr2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Pcr confirmation testing generated a negative result.(CT values unknown). Per the customer the patient was not symptomatic. The customer confirmed no patient harm occurred. Additionally, the customer reported there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m146373 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m146373 , test base part number 190-430 / lot m146373. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146373 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Rt-pcr confirmation testing performed generated negative result. Per the customer the patient was not symptomatic the customer confirmed no patient harm occurred. Additionally, the customer reported there was no delay or impact in the patient's treatment. No additional patient information is provided.